Event description:
It was reported to boston scientific corp that a resolution clip was used during a mechanical clipping procedure performed on (B)(6) , 2009. According to the complainant, once the clip was deployed, it sprang open. The clip was retrieved using biopsy forceps. The procedure was completed with two other resolution clips. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).